Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device was not working. When explanted, the balloon was empty. Urethral atrophy was believed to be why the device was not working. A new aus was implanted. No information about the patient's outcome was provided.